Event description:
A physician reported a pt who, on 15 dec. 1999, was skin-tested in the right forearm (lot# not documented). Three to four weeks later (on or about 15 jan 2000), the pt noticed redness measuring approx. 1" x 2" at the test site. The following week (on or about 22 jan. 2000), the pt experienced intense itching at the test site, as well as redness. At the point, topical ultravate was applied to the effected area. Two weeks later (on or about 5 feb 2000), intralesional kenelog was administered. As of 17 mar 2000, the pt reported a brownish discoloration and slight, intermittent itching at the test site. The diagnosis is a postive skin test (hypersensitivity).